Event description:
Complaint received that alleges "grey fleece patient kit was detached off the main unit along with patient's right lower calf and machinery frames has pinched the patient's leg, and broke 4th and 5th metatarsal bones".